Event description:
During an oopherectomy procedure, the cartridge disengaged during use. The surgeon used another device without pt injury.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.